Event description:
A nurse reported that a knife would not penetrate the eye during surgery. An alternate knife was used to successfully continue each procedure. There was no impact to any pt. Add'l info was requested.

Manufacturer narrative:
A sample has been received by mfg that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. No add'l info was available. (B)(4).